Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in (B)(6) 2020. The complainant was unable to report the device suspected upn lot number; therefore, the manufacture date and expiration date are unknown. Imdrf patient codes (B)(6) captures the reportable event of ureteral perforation and ureteral injury. Imdrf impact codes f12 and f1001 capture the reportable event of the required termination of procedure.

Event description:
It was reported that a patient underwent percutaneous nephrolithotomy procedure in (B)(6) 2020 using a percutaneous access needle. The patient experienced ureteral perforation and required ureteral injury requiring termination of procedure.